Event description:
User facility reported that "charring" (burn) was observed at the incision site. The patient has been released with no medical intervention other than ointment applied to the incision site. A conmed handpiece and a valley lab dual foil pad was used with the conmed sabre 2400.

Manufacturer narrative:
Conmed electrosurgery performed an evaluation with the actual sabre 2400 and handpiece returned from the user facility. Both devices were used together to investigate the reported event. The conmed goldline push button pencil was found to be in good condition with no visible damage apparent. The returned conmed pencil was connected to the returned sabre 2400. Interface testing was performed; both returned devices functioned as intended. The returned pencil was subjected to a high frequency dielectric strength and mains frequency strength test per iec standard; the returned conmed pencil passed this test. The sabre 2400 was tested for rf power levels, pad specs, pk-pk voltages and all leakage tests. All areas fell within specifications. Conmed electrosurgery is unable to confirm the reported event. The valley lab grounding pad will be returned to the user facility for forwarding to valley lab for evaluation. Conmed does not sell, manufacture, or market valley lab grounding pads.